Event description:
It was reported that during a stent procedure, upon advancement of the guide wire, there was some resistance felt. The stent delivery system (sds) was removed from the guide wire. A "small fleck", possibly the tip of the sds, was seen still on the guide wire. Reportedly, there was no patient involvement with this device.